Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. Review of procedural videos, imagery, photographs were performed and the following was observed. The device after use in patient showed that the delivery system stuck inside distal sheath liner. The crimp balloon torn proximal to inflation to crimp (ic) bond. Balloon was bunching at distal end of balloon. The balloon spring unraveled and was stretched. Proximal balloon wings flared. The valve appeared partially aligned on inflation balloon. The guidewire shaft appeared separated from nose tip bond. 3mensio imagery showed the patients tortuous aorta. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty during valve alignment, balloon torn, distal tip separation, and withdrawal difficulty through sheath were confirmed based on the returned imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. It was noted in the complaint that, it was difficult to find a straight section of the aorta in order to perform the valve alignment. The patients aorta is significantly tortuous. Performing valve alignment in a non straight section of the vessel can cause valve diving (thv become unseated from the flex tip). If the thv is unseated during alignment, the valve can become non coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment, difficulty with fine adjust. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. As reported, difficulties were encountered to retrieve the valve back into the esheath. It is possible the balloon profile was altered due to the balloon tear and the additional pull force used to withdraw the delivery system as a result caused the balloon wings to be exposed and flare outwards, making the device more susceptible to catching on the tip of the sheath. Additionally, the curved pathway of the aorta may have contributed to non coaxial withdrawal of the delivery system into the sheath, making the device more susceptible to catching on the sheath tip. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty, leading to the reported separation of the distal tip, nose tip. The available information suggests patient (tortuous aorta) and procedural factors valve alignment in a non straight section of the anatomy, withdrawal of torn balloon, non coaxial withdrawal, excessive manipulation, and tension in the system due to valve alignment in non straight section of anatomy may have contributed to the reported event. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra and a CAPA was previously initiated to address this failure mode. No IFU/labeling/training manual inadequacies were identified . Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2021 02161.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
As reported, this was a tavr procedure with a29mm sapien 3 case by transfemoral approach in aortic position. It was a complex case due to patient conditions (tortuosity of the aorta and the patient's previous aortic surgery). During the procedure, it was difficult to find a straight section of the aorta in which caused difficulty during valve alignment, but with some additional force it was managed to get the valve aligned between the markers. After the valve was positioned in the native aortic annulus, valve deployment started, however, the balloon did not inflate. The balloon was torn, therefore the commander delivery system with crimped valve were attempted to be removed, but difficulties were encountered retrieving the valve back into the esheath. It was very difficult to retrieve the device through the sheath tip due to balloon torn. Therefore, the commander delivery system, crimped valve and esheath were removed together as a unit. After the devices were removed, a femoral artery dissection was seen which was treated with 2 covered stents. The procedure was aborted, and no valve was implanted. The patient outcome was stable. As per medical opinion, the root cause of the event was valve alignment in a portion of the aorta that was not straight enough. When inspecting the removed devices, it was seen that the commander delivery system distal tip separated.